Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v210498, implanted: (B)(6) 2009, product type: lead product ID: 748240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient had walking issues over the last 2 months prior to report and it was a gradual onset. They also had a tremor in their left leg. The patient had two deep brain stimulators (dbs) and they were told they need to get one of the dbs implants replaced. The health care professional (hcp) had recommended getting the left dbs replaced first since the patient¿s insurance wouldn¿t pay for both of them to get replaced. The patient¿s walking was getting bad so they went back in to get the device checked. The hcp thought ¿it was bad and not on totally¿ and the patient had inquired if they could get it turned on. The patient was able to use their patient programmer to check device status and they confirmed on both sides, left and right, that the patient¿s therapy was on with status lights. The patient felt tingling in their right hand.

Event description:
Additional information received reported the patient had trouble walking and balance issues for eight months. The patient had seen their healthcare professional (hcp) for this issue, but they did not do anything. The patient wanted to meet with a manufacturing representative to be reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.